Manufacturer narrative:
E1: reporter and reporting institution phone # (B)(6). A philips field service engineer (fse) evaluated the device and confirmed the reported issue of intermittent loss of waveforms due to a reboot of the ov central unit. The network was checked and ov host qualification was performed. The identified host error was detected and resolved. The device was found to be fully functional. Logs were downloaded for further investigation. The system met manufacturer specifications during testing and is ready for clinical use. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the alarms are not audibly signaled for approximately 90 seconds. The device was in use on patient at time of event, there was no adverse event reported.